Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) analysis found that the lobes deployed and undeployed without difficulty. Also noted blood and body fluid in the distal conductor of the lead. Full lead was returned for analysis.

Event description:
It was reported that during the implant procedure, the physician was able to pass the lead over the "whisper wire". The lead reportedly bound up on the wire alone. The lead was not implanted. No patient complications have been reported as a result of this event.